Event description:
Patient received post op back on ambulatory surgical unit with anesthesia tubing lr infusing with fluid, tubing leaking and snapped at last junction where the filter was located, where tubing goes into patient port.